Event description:
It was reported that during a gastrectomy procedure, the device could not form exact clip formation. Clip was twisted. There were no adverse consequences to the patient.

Manufacturer narrative:
Tracking # 457546-0. Date sent: 7/10/2006.